Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower right front corner and the bottom case seal was damaged. A review of the event history log (ehl) identified check clutch plunger lever error. During the functional testing was able to duplicate the reported issue. The clutch halves and lead screw were found old, dirty, and worn out due to normal wear. Pump is over 8 years old. The root cause of the issue was due to normal wear as the pump was over 8 years old. Replaced clutch halves and lead screw also cleaned and greased the whole motor assembly. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the returned device was found to give a "check clutch plunger lever" error alarm. Internal examination of the device showed extensive wear of the clutch halves and lead screw. This issue was determined caused by normal wear due to product age.

Event description:
It was reported the device had a "check clutch" plunger lever error alarm. No adverse effects reported.